Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of cemented femoral stem 13x90mm right side because of fracture. Doi: (B)(6) 2018, dor: (B)(6) 2020. A surgical delay was not reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Visual examination of the provided photograph and x-ray images confirmed the reported event. The stem was fractured. This device was manufactured on 15-may-2015. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : product code ms866468, lot no. D1505043 manufactured on 15-may-2015. (B)(4) parts were manufactured per specification and all raw materials met specification. No nonconformities were identified. The expire date is 30-apr-2025. IFU reference no is IFU-0902-00-252.